Event description:
It was reported that the patient with this inflatable penile prosthesis underwent revision surgery due to suspected right cylinder erosion. During dissection, the original tubing was found twisted around the urethra, resulting in a urethral injury, which was repaired before continuing with the procedure. Both cylinders and the pump were removed and replaced, the existing reservoir was retained, and a new one was placed submuscularly. After removing the left cylinder, a proximal perforation on the same side was noted and managed with a rear tip sling during placement. Additionally, a right distal corporoplasty was performed to prevent further erosion. No additional patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The exact implant date was not available, therefore the date on (B)(6) 2024 was used as an estimate.